Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, errors 32056 and 48100 appeared on universal surgical manipulator (usm) during startup. The customer performed a hard restart of the system, but this did not resolve the issue at startup. The procedure was aborted with no patient involvement with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to errors 32056 and 48100. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis, and the reported 32056 error was confirmed and replicated. In system logs, the 32056 error coupled along with a 48100 error was found indicating a failed to initialize i2c device and a recoverable i2c bus error pointing to the yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house patient side cart fixture test platform (pftp) where the unit failed automatic gain control (agc) current on the yaw axis with 48100 and 32056 errors in the logs, replicating the reported event. A gold yaw searchlight printed circuit assembly (pca) and yaw searchlight flat flex cable (ffc) were installed and the unit passed the required test, verifying that the yaw searchlight pca and yaw searchlight ffc are the source of the fault. The complaint was confirmed based on failure analysis. Failure analysis has concluded that the yaw searchlight pca and yaw searchlight ffc were found to be the root cause of the reported event.